Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that buttons on insulin pump were less responsive and harder to press. Customer¿s blood glucose was unknown. Customer stated that insulin pump had no delivery alerts, insulin pump was not alerting when battery was low and reservoir compartment was stripped. Insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed the displacement test, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery/occlusion alarm noted. No unexpected audio/vibrate anomaly /absence of alarm. Device received with cracked reservoir tube lip and cracked battery tube threads. The test infusion set and reservoir does lock into place.